Event description:
A company is selling 40% peroxide as a tooth whitener, and a reviewer said it burned and discolored their gums, looks like its being sold otc (over-the-counter) despite the high peroxide in it. Amazon is selling it: https://www.google.com/url?sa=t&source=web&rct=j&opi=89978449&url=https://www.amazon.com/whiter-imag e-premium-whitening-treatment/dp/b0c9tsnb55&ved=2a hukewjbhiuzqskfaxujemiahrnjbriqfnoecbkqaq&usg=aovv aw22we9expn0scyce-mj5avw.